Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing difficulty inserting the infusion set headset and stated the cannula did not go into the skin and stayed on top of the skin. The pt experienced elevated blood glucose of 30 mmol/l (540 mg/dl). The pt injected insulin to lower her blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.